Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
The hcp reported that the expected volume on (B)(6) 2019 was 16cc and the actual volume was 3.9cc. Symptoms included pain at the pump site. External factors that may have caused the event included ¿patient is morbidly obese.¿ actions taken to resolve the issue included a new pump being implanted. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-oct-23, additional information was received was received from a healthcare professional (hcp), via a manufacturer representative (rep). It reported the patient was scheduled for pump revision for (B)(6) 2019. The physician planned to move the pump to the flank.

Manufacturer narrative:
Product ID: 8780, serial# ()(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter, the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 28-nov-2020, UDI#: (B)(4). Eval code method code pertains to the catheter. Eval code-conclusion code was updated and pertains to the pump and catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a company representative (rep) indicated the pump was being used to deliver intrathecal morphine 25 mg/ml from 11.1 mg/day before to 5 mg/day after. The patient¿s weight was (B)(6). It was reported on (B)(6) 2019 a pocket revision and catheter replacement occurred. It was reported at the patient¿s last scheduled refill on (B)(6) 2019 the healthcare provider (hcp) was not able to access the pump because it was flipped. She came back on (B)(6) 2019 for refill and it was accessed. It was noted there was a large discrepancy between expected and removed medication. It was noted at the pocket revision the pump was moved from the left side of her abdomen to her left flank. At time of pocket revision, the catheter was found to be coiled up and was replaced with new 8780 {(B)(4)}. The hcp did not want return of explanted catheter. No reservoir discrepancy at time of pocket revision. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was unknown. The reason for use was not reported. It was reported that the patient¿s pump has been flipping in the pocket since shortly after replacement in (B)(6) 2019. The cause of event is undetermined. They are scheduling for a pocket revision. The issue was not resolved at the time of the report and the patient status was listed as ¿alive ¿ no injury.¿ there were no symptoms reported. There were no further complications reported/anticipated.